Event description:
It was reported that prior to starting a da vinci si surgical procedure the tenaculum forceps instrument was not recognized by the system. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint. Engineering installed the instrument on an in-house system and the system successfully recognized instrument. The pogo pins were not stuck or contaminated. The dcp (dallas chip programmer) verification of the instrument passed. The instrument was driven and moved intuitively and the grips opened and closed. Engineering found various scratch marks on the distal end of the main tube showing light material removal. The scratches were short in length and not axially aligned with the main tube. Engineering concluded the damage was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's main tube, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.